Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 19th january 2011 and performed to specification up to the 10th august 2014. Multiple manual power ups of mainly ten minutes duration were observed between the 16th august 2014 and the last log entry on the 3rd december 2015. During this time the pad-pak became depleted and further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.